Manufacturer narrative:
Findings: pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case reservoir tube window corner, cracked reservoir tube, cracked case near display window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer was reported via phone call that, the insulin pump is chipped at the reservoir compartment and the o-ring came out. The blood glucose was unknown at the time of the incident. The customer changed her reservoir and noticed the broken pieces and missing o-ring. Customer advised to replace and discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.